Event description:
Caller states that the pt tested 5.8 inr on the device while a comparison lab returned as 4.2 inr. Pt's coumadin was reportedly held due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.